Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a-rubber (bending section cover) has corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be determined for the reported malfunction and for the additional finding the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope failed to capture images there were no reports of patient harm..